Event description:
Received call from pt stating that she feels the versarate tubing is making her sick. She complains of feeling extremely fatigued, sick, and "high" right after her infusion. She has always used freedom tubing in the past and never had any issues. She is using position 1 and 10ml is taking 30 mins. Discussed possibly switching to a freedom 60 pump with slower f tubing, however, pt then stated that she was infusing faster with the freedom pump. Again stating it's the versarate tubing making her sick. I explained that it is highly unlikely that the actual supply is making her sick especially when she was previously infusing faster without any issues. Pt states that she has been having these side effects for the last 2-3 doses (which would have been the closes provided in the july delivery). She did not have any issues with the closes provided in june. Lot numbers sent in june and july are different. Informed pt that I would place a note in her chart to not send the same lot numbers that were sent in july. Pt is stating that she does not want to continue with the remaining doses in the home, and is requesting replacement vials be sent if possible. Pt advised that the insurance would need to approve any additional/replacement doses. Auth team was asked to f/u regarding replacement doses. Ref reports: mw5120616 and mw5120617.